Manufacturer narrative:
One device was returned for analysis of complaint that during testing it was found that the downstream occlusion (dso) seal was bubbled and delaminated. No applicable event history or service history was found. Visual inspection found the downstream occlusion (dso) seal was ripped. This condition would allow for fluid ingression of pump. The event is reportable based on the investigation result. Upon further investigation found upstream occlusion (uso) seal buckling. Replaced the dso and uso seals.

Event description:
It was reported that during testing it was found that the downstream occlusion (dso) seal was bubbled and delaminated. Event occurred during testing. There was no patient involvement or harm.